Manufacturer narrative:
D10 concomitant product: 18875 7.5mm taperguard evac trachealx10 lot: 24f0295jzx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, first endotracheal tube's cuff had an audible leak and not receiving volumes on ventilator. The tube was then replaced but had an audible leak again. Anesthesia called to bedside to assist. Patient mouth was examined and determined that the patient had one snaggle tooth but did not appear sharp enough to puncture the tube's cuff.